Manufacturer narrative:
The device was not returned for evaluation. A review of the device history records for all lots of the superlock cobra¿ fiducial markers that were sold and shipped to plaza medical center (a total of five different lots) was performed and found all lots were released meeting all quality specifications. Manufacturing non-conformances were also reviewed and no discrepancies were found. If additional information is received a follow-up report will be submitted.

Event description:
Site reports that a patient who had a superdimension procedure with fiducial marker placement six to seven months prior was told she had a nidus infection at the site of the marker placement. No additional information is available.